Event description:
In 2008, an axillobifemoral gore-tex stretch vascular graft was implanted as a bypass to treat arteriosclerosis obliterans (aso) of the abdominal aortic artery in a male pt. Three days later, the pt presented with fever, low blood pressure, and acute renal failure. Septic shock was suspected. The axillary artery wound site was explored without sign of infection. Five days later, effusion from the axillary wound site and seroma was observed. Four days later, seroma was drained; however, approx one (1) week later, seroma recurred. In 2009, approx 8 cm of the axillary portion of the axillobifemoral gore-tex stretch vascular graft was excised and replaced with a dacron graft (manufacturer unk). There has been no seroma recurrence to date.

Manufacturer narrative:
Device evaluation anticipated, but not completed. Results - review of the device manufacturing and sterilization record history confirmed device met pre-release specifications.